Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that after closing the pocket, measured data revealed >2500 ohms ventricular lead impedance. The pocket was reopened and the lead measured at 480 ohms via an analyzer. When the lead would not insert back into the connector, a torque wrench was used to tighten it down. Impedance measured again at >2500 ohms. Therefore, the device was replaced.